Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. Based on the model # and serial # provided by the customer for the contour next link 2.4 meter, the unique identifier # and device manufacture date could not be determined.

Event description:
An advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Since the serial # for the suspected contour next link 2.4 provided by the customer was incorrect, device history record could not be reviewed.